Event description:
It was reported; "according to reports by or staff- a patients upper body appeared to have slid off of the hana table during the process of applying surgical drapes. According to staff, no staff members were manipulating the bed/controls at that time and the remote control was at the head of the bed with anesthesia personnel. Immediately prior to the incident, staff report that the table was in slight reverse trendelenburg (an estimated 5 degrees) with no tilt (to the right or left) at that time. During/after the incident the table was noted to be tilted to the left (right side raised) an estimated 40-45 degrees and in reverse trendelenburg an estimated 15 degrees. Some staff reported hearing a metallic noise immediately preceding the event."

Event description:
It was reported; "according to reports by or staff- a patients upper body appeared to have slid off of the hana table during the process of applying surgical drapes. According to staff, no staff members were manipulating the bed/controls at that time and the remote control was at the head of the bed with anesthesia personnel. Immediately prior to the incident, staff report that the table was in slight reverse trendelenburg (an estimated 5 degrees) with no tilt (to the right or left) at that time. During/after the incident the table was noted to be tilted to the left (right side raised) an estimated 40-45 degrees and in reverse trendelenburg an estimated 15 degrees. Some staff reported hearing a metallic noise immediately preceding the event."

Manufacturer narrative:
Service engineer visited site to review the table. Unable to duplicate customer stated reason. As a precaution replaced hand pendant and the tilt sensor. Verified operation; no faults observed at this time. Table is currently in use. Reviewed the replaced pendant and tilt sensor and there were no defects. Communication received back from account stated that site used a non-mizuho osi velcro strap to secure the patient to the table and the strap was wrapped around the leg spars. The strap may have shifted along the spar when the spar was moved. It was also confirmed that the patient fell prior to the case and was uninjured. From the owner's manual: section 6 standard component installation and adjustment. Note: only mizuho osi supplied accessories have been tested and approved for use with the hana® orthopedic surgery table. Other manufacturers' products have not been tested for proper performance when used with the table and therefore are not endorsed for use by mizuho osi. Section 6.2 patient safety strap. Caution: the patient safety strap is intended to secure the patient to the surgical table. It should not be removed unless the patient is being transferred off the table.